Manufacturer narrative:
During the investigation a functional and visual inspection was performed. The result was that the motor control board was not functioning or responding. The cause of the issue was traced to a burnt circuit on the board. The action to resolve the issue was to replace motor control board and push firmware. . Based on this information, no further action is required. The trusystem 7000 operating table is intended for the following use: patient positioning during surgery, including anaesthesia induction and recovery from anaesthesia. Task-related patient transfer within the operating theatre. For applications in conjunction with intra-operative imaging (e.g. CT, mrt, x-ray) with specific table components. Although there was no reported injury with this event, if the report of a total loss of all functions were to recur, it could potentially cause serious injury or death. Therefore baxter is reporting this event.

Manufacturer narrative:
The investigation is ongoing. All additional and relevant information that is identified following completion of the investigation will be submitted in a final report.

Event description:
Baxter received a report stating that operating table trusystem 7000 was not providing any function while activating. The bed was located at the account. There was no patient/user injury, medical intervention, symptom, or adverse event reported.